Manufacturer narrative:
The manufacturer was notified of this event via patient tracking, and is in the process of obtaining further information. Given the limited information available at present, the event is being reported in a conservative manner. Device disposition presently unknown.

Event description:
A percival pvs23 was implanted and explanted on the same day. The device was replaced with a pvs25. No further information was provided.

Manufacturer narrative:
New information received jan 19/ 2018: 1) the perceval pvs23 was explanted due to a paravalvular leak and was replaced with a perceval pvs25. 2) this resulted in an approximately 30 minute delay. However, the patient outcome was fine. The information provided states the leak was present in the perceval pvs23 and was corrected when a larger size (perceval pvs25) was implanted. This indicates a mis-sizing error during the procedure, and suggests the explanted device did not contribute to the reported issue. (B)(4).

Event description:
New information received on january 19 2018. A perceval pvs23 was implanted and explanted and replaced by a perceval pvs25, on the same day, due to a paravalvular leak. This resulted in an approx. 30 minute delay. The patient outcome was fine. The response noted the explanted device is not available for return.